Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) would not deflate during prep. The device never entered the patient¿s body. Another mynx device was used and successfully closed the site. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. While prepping the device according to the IFU checking the balloon, the balloon would not deflate; therefore it was not able to be inserted. The mynx vcd was used after performing a diagnostic cath. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedure sheath was not returned with the device. The balloon was noted to be fully deflated. Per functional analysis, leak testing was performed on the balloon of the returned device. The results confirmed the user's complaint. The balloon of the returned device remained partially inflated when the syringe plunger retracting to lock position during the device failure investigation. Per microscopic analysis, the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. A product history record (phr) review of lot f2026601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ during prep¿ was confirmed during the analysis of the returned device. The reported event was caused by the proximal end of the polyimide shaft abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. According to the instructions for use which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore a corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2026601 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) would not deflate during prep. The device never entered the patient¿s body. Another mynx device was used and successfully closed the site. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. While prepping the device according to the IFU ¿ checking the balloon, the balloon would not deflate; therefore it was not able to be inserted. The mynx vcd was used after performing a diagnostic cath. The device will be returned for evaluation.